Manufacturer narrative:
.

Manufacturer narrative:
Concomitant products: ICU medical bag spike adapter w/ spiros, model/lot unknown; spiros closed male luer connector, model/lot unknown; therapy date (B)(6) 2015. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from an IV tubing during an etoposide infusion of 169.6mg at a rate of 452/hr. There was no pump alarm and no report of harm to a patient or provider.

Manufacturer narrative:
The customer¿s report of a pump segment leaking was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The tear measured 0.0054 inches long. Visual examination under a microscope noted no crush marks to the upper blue fitment. Functional testing was performed by attaching the set to a bag filled with tap water and allowing fluid to flow through the set via gravity. A leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.

Event description:
The customer reported a leak from an IV tubing during an etoposide infusion of 169.6mg at a rate of 452/hr. The nurse noted a small hole in the pump segment when it was removed from the pump. There was no pump alarm and no report of harm to a patient or provider.